Event description:
It was reported the patient underwent a hip fracture nailing procedure on an unknown date. Subsequently, patient was revised after radiographs taken on (B)(6) 2013 revealed the nail and distal locking screw had fractured. As a result, a fragment of the fractured screw remains in the patient. The nail and all other screws were removed and replaced.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture of the nail and evidence of bending overload of the screw. Examination of returned components found no evidence of product non-conformances. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03285-1/03286-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "cracking or fracture of the components or loss of fixation in bone attributable to nonunion" device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03285 / 03286).